Event description:
It was reported that "while the patient was being turned, the infusion port came off one of the lumens of the central venous catheter, requiring emergent replacement." Additional information reports, "the patient is currently inpatient at (B)(6)."

Manufacturer narrative:
Qn# (B)(4). Medwatch report number mw5158708. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The UDI number could not be provided as the product code and lot number was not provided by the customer. The related medwatch report number is mw5158708.

Event description:
It was reported that "while the patient was being turned, the infusion port came off one of the lumens of the central venous catheter, requiring emergent replacement." Additional information reports, "the patient is currently inpatient at(B)(6)."